Manufacturer narrative:
Document review: amistem h cementless collared femoral stem size 1 ste: ref 01.18.231 / lot 135064 ((B)(4) stems produced / (B)(4) sold): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. We have not been able to get the lot of the broach involved in the case; however, our r&d have validated the dimensions of the broaches in order to match the dimensions of the implants. From the data collected, there are no evidences that the event is device related.

Event description:
The surgeon broached to a size 1 amistem. When the broach was removed and the implant was implanted, the stem did not fit similarly to the fit of the broach. The implant sat approximately 5mm protrude above (not flush to the surface) relative to where the broach sat in the femur. In the process of removing the size 1 amistem, the surgeon fractured the greater trochanter. To prevent any other possible damage, the surgeon elected to leave the implant in the pt.